Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the pump suddenly displayed 'placement signal not reliable' alarms. Pump position was verified. The audio alarm was disabled. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Neither data logs nor product were returned for investigation. Clinical details provide limited details that could explain why the placement signal was lost. Due to lack of product return or data logs, the root cause of the optical signal issues could not be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.